Event description:
It was reported that during a sleeve gastrectomy procedure, on the first firing with a black cartridge the device locked out after firing 2-3 mm. The device was reloaded with another black cartridge and the same event occurred; it locked out after 2-3mm. For the third firing, the device was loaded with a green cartridge. It fired properly and was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and with two partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 03/30/2102. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Pyloric antrum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st and 2nd. During which stroke did the event occur? 1st. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Partially fired. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Used reverse to get knife back to home position. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.